Event description:
A bipap a30 silver series ventilator was returned to a third-party service center for examination for foam particles in the device there was no patient harm or injury reported with this notification. The device was not in patient use. During the evaluation of the device at third-party service center, no foam particles were visualized in the device. The manufacturer received information alleging a ventilator inoperative error code was discovered in the device's event log during evaluation. This issue has been identified under the fsn 2023-cc-src-039 due to interruptions and/or loss of therapy due to a ventilation inoperative alarm. The eeprom was replaced, and the device passed final testing and was confirmed to be operating properly. The device will be included in the fsn 2023-cc-src-039.